Manufacturer narrative:
A field safety notice fsn 97178176-fa was delivered to physicians in april 2024 communicating the potential for the vercise genus deep brain stimulation dbs implantable pulse generator ipg stimulation therapy to be transiently suspended during charging due to a device reset. The device reset behavior occurs in response to the detection of potential noise or interference during ipg charging. When the system resets, the patients programmed stimulation is suspended for approximately 10-15 seconds and then the device returns to normal operation once the reset is complete, including the delivery of stimulation therapy. In december 2023, a firmware update was implemented that will prevent this device reset behavior from occurring during ipg charging.

Event description:
The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log. The ipg remains implanted in the patient and delivering therapy.

Event description:
The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log. The ipg remains implanted in the patient and delivering therapy. Additional information received indicates that a boston scientific representative, in consultation with the treating clinician, performed an ipg firmware update. The applicable firmware is model 9028509-102-00. No further action related to this event is needed.

Manufacturer narrative:
Update to block h6 evaluation conclusion codes.

Event description:
The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log. The ipg remains implanted in the patient and delivering therapy. Additional information received indicates that a boston scientific representative, in consultation with the treating clinician, performed an ipg firmware update. The applicable firmware is model 9028509-102-00. No further action related to this event is needed.

Manufacturer narrative:
A field safety notice fsn 97178176-fa was delivered to physicians in april 2024 communicating the potential for the vercise genus deep brain stimulation dbs implantable pulse generator ipg stimulation therapy to be transiently suspended during charging due to a device reset. The device reset behavior occurs in response to the detection of potential noise or interference during ipg charging. When the system resets, the patients programmed stimulation is suspended for approximately 10-15 seconds and then the device returns to normal operation once the reset is complete, including the delivery of stimulation therapy. In december 2023, a firmware update was implemented that will prevent this device reset behavior from occurring during ipg charging.

Manufacturer narrative:
Correction to supplemental report 2 in blocks: b5 and h2.

Event description:
The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log. The ipg remains implanted in the patient and delivering therapy. A boston scientific representative, in consultation with the treating clinician, performed an ipg firmware update. The patient is able to successfully charge the ipg without interruption. No further action related to this event is needed.